Manufacturer narrative:
(B)(4). Device received with missing segments/partial display due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump screen had little line on the display. The customer's blood glucose value was unknown. The customer reported that there were 4 little lines on the insulin pump display. Self test was passed. The device will be returned for analysis.